Event description:
Event description guidant received information that this device was part of a legal action and the pt passed away. According to the legal documentation, the pt passed away from acrdiac arrest. Guidant has no specific information as to the device involvement in the pt's death. This device was not subject to any guidant advisory notices.